Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a1, a2, a3, provide the device return date in section d9, update section h3, and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found that the one tr band and peel pack were returned to for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 10ml of air left in the band. The band was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were noted on the balloon assembly or inflation balloon. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 2. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found in the check valve. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. No failure was detected on the returned device. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the device was within manufacturing and design specifications when it was released from terumo control. Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a left heart cath procedure was performed via accessed right radial artery using a glidesheath slender. The procedure was complete with no complications and the tr band was placed successfully and the patient was sent to the progressive care unit (pcu). The registered nurse (rn) noted swelling above and below tr band in pcu. The rn followed protocol via holding pressure and noted the tr band pressure balloon did not appear to be fully inflated. The rn checked to see how much air was in tr band and stated there were only 9cc''s when the cath lab reported 12cc's of air in balloon after the band was placed. The rn reinflated 4 more ccs of air to adequately hold pressure. After 15 mins, the tr band was noted again to not be fully inflated. Air was added again into the tr band. A decision was made to remove that tr band that was not holding air in the balloon and apply a new tr band. A new band was applied and 13cc''s of air was put in. Hemostasis was then obtained. The patient has had no additional issues. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required.